Event description:
A pt reported blood glucose results of 280 mg/dl, 180 mg/dl, 80 mg/dl and 160 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodolgy, the calculated difference of these glucose results exceeds the expected value of <=20% mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.